Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation, with limited information available, the complaint issue reported could not be verified and no product deficiency could be identified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. The nurses and surgeons complained that the injector was stiff and difficult to advance. Through follow-up, it was clarified that the lens broke rather than the injector. No additional information was received.